Event description:
Spontaneous call from pt. Both pumps sn (B)(4) displaying no disposable clamp tubing message. The reported product fault occurred while in use with the pt. No product issue caused or contributed to pt or no clinical injury. The device was replaced. Strength: 1.5mg vials (4); dose or amount: 49ng/kg/min; frequency: continuous infusion; route: IV.